Manufacturer narrative:
Results: the embolization coil was intact with the penumbra smart coil (smart coil) pusher assembly and had offset coil winds near its proximal end. During functional analysis, resistance was experienced when advancing the smart coil through its introducer sheath. Furthermore, the smart coil could not be advanced into a demonstration microcatheter. Conclusions: evaluation of the returned device revealed that it had offset coil winds near the proximal end of the embolization coil. If the introducer sheath is not properly aligned inside the hub of the microcatheter prior to advancement, resistance may be encountered, and damage such as this may occur. The offset coil winds caused resistance when attempting to advance during functional analysis. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician deployed and detached initial smart coils into the patient using a non-penumbra microcatheter. While attempting to advance a new smart coil into the microcatheter, the physician was unable to advance the coil out of its introducer sheath and into the microcatheter. Therefore, the introducer sheath containing the smart coil was removed and the procedure was completed using a new smart coil and the same microcatheter. There was no report of an adverse effect to the patient.